Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). Product history review is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on august 7, 2025, from the imedidata study database: on (B)(6) 2025, this 23-year-old male patient presented with a blunt aortic traumatic injury, including bilateral occlusion and dissection of the right and left common iliac arteries, underwent emergency endovascular procedure. The patient received gore® tag® thoracic branch endoprosthesis (tbe), implanted in zone 2 in the aortic arch, delivered with a 20 fr gore® dryseal flex introducer sheath. The dissection of the common iliac artery was addressed with two kissing stents using two gore® viabahn® endoprosthesis with propaten bioactive surface. One access-related complication was noticed. The patient suffered a left external iliac artery dissection, above the epigastric arteries, associated with the 20 f gore® dryseal flex introducer sheath. This was noted to be resolved by stenting of the external left iliac artery using gore® viabahn® endoprosthesis with propaten bioactive surface.

Manufacturer narrative:
Updated g3. Updated h6: added type of investigation code b14, b17, and b11. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d1001, code d16 is no longer applicable. Gore reviewed the results of the review of the device history records performed by creganna for the reported lot number, which showed that the release criteria had been met. The device was discarded. Therefore, a device evaluation could not be performed. Due to the patient status prior the procedure, this incident is likely contributed by the patient conditions.